Event description:
It was reported via phone call, that 911 was called and the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 1546 mg/dl. The customer reported having symptoms of diabetic ketoacidosis and vomiting. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.